Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt). At the 45 day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device.